Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found the helix does not function within specifications because it has been stretched. Visual analysis noted blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during the implant attempt, the lead got tangled in the ventricular valve. The helix was not extended. The lead was removed from the patient, and they were unable to get the helix mechanism to operate. The lead was not used. There was no report of patient complications as a result of this event.